Manufacturer narrative:
Continued h.6 (health effect - impact code) - f1903. Date of alcl diagnosis: (B)(6) 2021. Names of other hcps who would have information about the case: (B)(6) (plastic surgery registrar). (B)(6) (plastic surgery consultant).

Event description:
Healthcare professional reported "diagnosis of bia-alcl", "seroma", "sudden swelling" and "pain around implant". Histopathological markers cd30+ and alk- have been received. The device has been explanted. Affected side has not been specified. Treatment: device explant, capsulectomy, chemotherapy, radiotherapy.

Event description:
This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, cloudy in the gel, red particles in the surface of the shell. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Continued telephone number: (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported unknown side "diagnosis of bi-alcl". Pathological markers confirming alcl have not been received. The device remains implanted.